Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported that upon opening the pump door to remove the set, the syringe adapter tubing separated at the safety clamp. It was noted that normal saline was infusing at the time of the event. Although requested, additional information was not provided.